Event description:
The patient reported an infection, tenderness, and drainage at the incision site. The patient was referred to wound care where a staph infection was confirmed and was prescribed antibiotics. A plastic surgeon specializing in complex wound closures repaired the wound. The repair included resection of unhealthy tissue, debridement of the wound, and closure with sutures. On (B)(6) 2023 the patient presented with a healing wound that was not draining or tender to the touch. They will see the plastic surgeon on (B)(6) 2023 to have sutures removed.

Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not prepping the skin with an antiseptic solution, not irrigating the site with an antibiotic solution before closure, using inappropriate tools, multiple tunneling attempts, not using antibiotics pre-operatively, and the patient not attending the post-op visit have been ruled out as potential causes. However, the patient had an undetected varicose vein that was nicked at the incision site during implant. Additionally, the tenderness may have been caused by a venous ulcer. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, mental capacity as the patient has varicose veins (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.